Event description:
It was reported the bml handle could not be turned to the unlock position and could not be released. The issue occurred after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a same device. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the screw was fixed in the position where it had been rotated in the unlock direction, and it could not be turned in the lock direction. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the bml handle could not be turned to the unlock position and could not be released. The issue occurred after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a same device. There were no reports of patient harm.